Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event. Additional information was requested on this case, however, nothing has been received. Should the additional information become available, a supplemental report will be submitted.

Event description:
The balloon clamped down on wire so access was given up during procedure. The balloon ruptured in the svc stenosis. The physician reported that this balloon caused vessel damage; "vessel blew-up," and the balloon filled with blood. A stent was placed to resolve the vessel damage.